Event description:
It was reported that balloon rupture occurred. It was an ipsilateral below the knee (btk) case. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). After the guide wire crossed the lesion, a 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation near the ankle joint. However, on initial inflation at around 14 atmospheres, the balloon ruptured due to severe calcification. Inflation was continued with a 2.5-40 non-bsc balloon catheter. Moreover, an inflation was performed on the entire ata with a coyote otw and the procedure was completed. There were no patient complications nor injury reported.